Manufacturer narrative:
The device was not returned for evaluation.

Event description:
No new information.

Event description:
It was reported that there were significant leaks in the connectors during connection. When plugging in the warmer set, the leak occurred as soon as it was connected. No defects visible to the naked eye. The users' beds were heavily wet. A complete replacement of the bedding had to be carried out for unstable patients hospitalized in intensive care. No effect on patient health was reported.